Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that the bag broke during the procedure.

Manufacturer narrative:
(B)(4). Batch # p94k4z, p94k8w, p94l87, p94l8c, r9215m. Device analysis: the analysis results of the pouch found that only the bag and suture were received for analysis. In addition, the tyvek was returned along with the instrument. Upon evaluation, the bag was noted to be torn at the bottom end (not at the seams). The torn portion was noted stretched. The suture was cut. Each device is 100% visually inspected prior to shipment and damage of this magnitude would have been detected during this inspection. The reported complaint was confirmed. However, a potential cause of the torn bag is attempt to remove the bag with specimen through the trocar or force the bag through the access site as this may lead to bag rupture and spillage of contents. The following options are recommended in order to avoid this kind of issue: remove the instrument, specimen bag, and trocar together from the access site (do not pull the slip knot). Remove the instrument from the trocar, following by the specimen bag with the trocar. Remove the instrument, trocar and specimen bag separately from the access site. If the bag with the specimen cannot be removed through the access site, carefully enlarge the access site to facilitate easy bag removal. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.